Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What severed the facial vessel? Did the jaws of the device severe the facial vessel? Or, did the clip sever the facial vessel? How was the facial vessel repaired? Patient current condition?

Event description:
It was reported that during a flap procedure device transected and severed facial vessel. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p94995. Device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested but unavailable: what severed the facial vessel? Did the jaws of the device severe the facial vessel? Or, did the clip sever the facial vessel? How was the facial vessel repaired? Patient current condition?